Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed cuts in the insulation, which are probably a result of the operation process. The analysis showed no other deviations that could be related to the clinical complaint. The measured electrical measurement values were with in specifications. The fixation was without anomalies. There were no indication of a material defect or manufacturing error.

Event description:
Ous MDR. It was reported that a sudden drop in sensing occurred in the atrial channel. In combination with vvi pacing wrongly programmed by the user,this led to pacemaker syndrome in the patient. The lead was returned to check the atrial sensing.